Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had missing segments and partial display. It was reported that the customer also had history anomaly. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.